Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient had been presenting since (B)(6) 2018 with right ventricular lead noise. The device was reprogrammed accordingly on (B)(6) 2018. More episodes and reprogramming occurred on (B)(6) 2019. Another device interrogation during an unrelated procedure discovered that the lead had again over-sensed noise on (B)(6) 2020 and (B)(6) 2021 leading to false high ventricular rates. No testing was performed as the patient was in the middle of the unrelated procedure. Patient will continue to monitored and was discharged after the event.